Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting several nonsustained episodes, as seen in the past. Noise was present on both the shock and rate/sense channels and again could not be reproduced. The shocking lead impedance was measured high and out of range. Pacing impedance was noted to be normal and stable. No adverse patient symptoms were reported.